Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, it was reported that during a shoulder arthroscopy the surgeon when taking out the drill the tip of the gryphon slotted sawtooth guide came out from the handle. The complaint device was received and inspected. It was observed that the handle and the shaft of the device had been separated. This complaint can be confirmed. The device is reusable. A visual inspection revealed that the device had been heavily used as striations on the metal surface of the handle distal from the shaft connection point. Also, it revealed small indentations on the shaft slot nearest to the connection point to the handle. The broken weld failure could be occurred during sterilization or that the device was dropped on hard surface causing the weld to fail. A manufacturing record evaluation was performed for the finished device [1310001] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy the surgeon when taking out the drill the tip of the gryphon slotted sawtooth guide came out from the handle. No fragments remained in the patient´s body. The procedure was completed using the same device. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.